Event description:
The customer reported a leak on the right side of the beckman coulter lh750 slidemaker. The customer could not find the source of the leak. There were no patient samples affected by the leak. The user was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the incident. The material safety data sheet (msds) was not reviewed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) found approximately 20 broken and piled up slides had blocked the rinse probe pushing the rinse block out of its mount. With the rinse block out of position, every time the probe attempted to backwash, it dumped the waste in the bottom of the instrument. The fse disassembled the instrument, removed the broken and loose slides, cleaned up waste blood, rinsed catch tray, cleaned the sensors and reassembled the instrument. The fse verified the repairs per established procedures. Root cause for the leak is attributed to the rinse block being out of position. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer

Manufacturer narrative:
(B)(4).